Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced two bent infusion set cannulas. Reportedly, the customer's blood glucose level had been elevated on this day; however, the specific value was not provided. Multiple follow up attempts were made to obtain additional information; however, the customer did not respond and no additional information was provided. Infusion set information was not provided.